Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient had experienced longer skin flushing since the adipose later had been decreased. The rep reported that the patient had a longer charge time than usual, approximately 40 minutes. The rep also reported that the battery didn¿t feel even with the skin to the patient. It was noted that the doctor assessed her for over an hour out of post atrophy. The rep reported that there was a lump in the middle of the pocket and the battery felt shallow more in one part than another, it¿s not even. The rep reported that based on this exam, it was nothing to be worried about and a revision wasn¿t recommended for the patient at this time. Additional information was received from the patient on (B)(6) 2019. The patient reported that the skin was puckering around the implant; no change in programming. The patient reported that overheating was causing a longer charge time. The patient reported that she was told to wear thicker clothing, do not lay down while charging, and wear a lidoderm patch over the battery. The patient reported that the issue was resolved in a fashion, they couldn¿t control equipment performance. Additional information was received from the patient on (B)(6) 2019. The patient reported that there was no fat in the buttocks to ¿hold¿ the battery more stationary; ¿floating¿ only because the tissue was thin. The patient reported that nothing was done to resolve the issues. The charge time resolve by not laying down to charge and wearing thicker clothing to minimize overheating. The patient reported that the issues were resolved. No further complications were reported.

Manufacturer narrative:
Additional review indicated the information in this report pertains to manufacturer¿s report # 3004209178-2019-07574. Any additional information will be submitted as a supplemental filing to report #3004209178-2019-07574.¿ if information is provided in the future, a supplemental report will be issued.